Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with the blood glucose value of 400 mg/dl and was treated with manual injection. Customer also received insulin flow block alarm. The event involved product(s) mmt-1880, mmt-396a, mmt-398a, mmt-332a. Troubleshooting was not performed for recurring insulin flow blocked alarms. Troubleshooting was partially performed for high blood glucose event. It was unknown whether the customer had used the insulin pump system within 48 hours of the reported event. It was unknown whether the customer used the smartguard/auto mode feature of the insulin pump. No further patient complications were reported. The customer will discontinue to use the insulin pump. Mmt-1880 was requested and customer response was the device will be returned. Mmt-396a was requested and customer response was the device will be returned. Mmt-398a was requested and customer response was the device will be returned. Mmt-332a was requested and customer response was the device will be returned.

Manufacturer narrative:
Pump passed the functional tests, including the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.0873 inches. Pump¿s history and trace files downloaded successfully using thump software. In further full review of the pump history on the event date of 03/20/2025 bolus daily delivery total was [75.35u]. Basal daily delivery total was [41.15u]. No unexpected insulin flow blocked alarms noted during testing. However, no delivery alarms noted in the pump history on 03/20/2025 at 04:14:00.000 during bolus. No motor alarms noted in the pump history or long trace files or during testing. No damage noted at the electronic assemblies during visual inspection. P-cap locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, cracked case on the battery tube side, broken battery tube threads, cracked case, and serial number label missing. Alleged insulin flow block alarms not confirmed during testing. Unable to verify customer alleged for high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.